Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that bad drawer controller was not allowing station to turn on. A field service engineer replaced drawer controller to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was black, and machine was not working. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.